Manufacturer narrative:
Investigation results: the customer's statement regarding a "blurry image" cannot be confirmed. During the examination, no deviation was found regarding a possible leak and the associated negative impact on imaging. The sealing surfaces (ocular bridge, distal solder seam) show no deviation or malfunction. The optics show no or minimal surface scratches. Minimal foreign particles caused by abrasion are visible in the rod lens system. These are in the blurred area of the optics and have no negative impact on imaging. The optics comply with the currently valid specifications. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "image blurry". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).